Manufacturer narrative:
The reported event occurred during the setup for patient procedure. A pack of new sterile towels were brought into the room subsequently causing a delay in the start of the patient procedure. Staff at synergy health were made aware of the reported event and received training. The dress code at synergy health was reviewed and no changes were required. The root cause of the reported event could not be determined.

Event description:
The user facility reported that a hair was found in between a pack of eight (8) sterile towels.